Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for hemostatsis to treat a gi bleed. The resolution clip device would not deploy. One jaw of the device would not open. The procedure was successfully completed with the use of another resolution clip device. The pt did not sustain any complications or ill effects as a result of the deployment issue. The pt condition is noted to be fine.